Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.no product sample was received for evaluation. Visual and functional testing could not be performed. No root cause could be determined since the complaint could not be confirmed since no samples or pictures were received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported that during the use of the suspect device, the customer noticed that the water in bath was unable to flow into the circulation line: no patient injury was reported.